Event description:
It was reported the patient's blood glucose rose to 24.2 mmol/l (435.6 mg/dl). The pod was reportedly leaking while worn for longer than 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
A leak test was performed on the device. A leak was observed on the exposed portion of the soft cannula. It could not be determined when this damage lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Occurred.